Manufacturer narrative:
Investigation summary: bd received 1 photo for investigation. Evaluation of the photo indicated a yellowish edta clump in the tube. Due to the size of the deposit the additive has yellowed slightly on irradiation. This is recognized to be an aesthetic defect with no impact on the efficiency of the tube. A total of 100 retained samples were visually inspected, and no edta clumps were found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for additive abnormality. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported prior to use of bd vacutainer® k2e 10.8mg plus blood collection tubes, 1 tube had an additive abnormality(clumped, yellowed additive) that was reported to be foreign matter. There was no health impact or consequences reported.